Event description:
It was reported the patient's blood glucose level rose to 464 mg/dl while wearing the pod between 4 and 24 hours. The patient reported the pod leaking insulin and being unsure if the cannula was properly seated in the infusion site (arm), when removed the cannula was found bent. As treatment, a new pod was applied.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
The pod was received with the soft cannula deployed. The exposed portion of the soft cannula was observed to be stretched and was measured to be out of specification at 1.241 inches in length. Inspection of the fluid path found a tear in the exposed portion of the soft cannula due to the soft cannula being stretched. Fluid was unable to flow through the complete fluid path due to this tear. The soft cannula was moved forward and clamped beneath the tear in order to perform a leak test on the internal portion of the soft cannula. No leaks were observed in the internal components of the fluid path. It could not be conclusively determined when or how this soft cannula damage occurred or if it contributed to the reported event. Inspection of the needle mechanism components found no damages or manufacturing deficiencies that would prevent the soft cannula from properly inserting. The exact cause of the reported cannula unsure properly inserted could not be determined. The pod was received with damage to the housing vent and bottom housing beneath the vent, as well as discoloration visible through the housing. Initial attempts to download the data were unsuccessful as measurement of the battery voltages found all three battery voltages to be lower than expected. An external power supply was attached to the pod in an attempt to establish communication between the pod and the master pdm. This attempt was unsuccessful. The pcb was removed from the pod chassis and attached to the power supply in another attempt to download the data. This attempt was also unsuccessful. The pod data could not be obtained as the pod could not establish connection with the master pdm. Corrosion was observed on several internal components, including the batteries, catch beam, commutator cap, mechanism rails, reservoir cap, and pcb assembly. This corrosion prevented the pod from establishing communication with the master pdm. Damages were noted to the reservoir and reservoir cap that line up with the damage to the bottom housing and housing vent, indicating post use damage. No internal fluid leaks were observed. It could not be conclusively determined if this damage contributed to the observed corrosion. The exact cause of the corrosion could not be conclusively determined.